Event description:
The consumer was sitting on the bench when the leg allegedly broke, causing the consumer to sink to the floor of the shower. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Alleged malfunction. Allegedly, the consumer was sitting on the shower chair when the leg broke causing the consumer to sink to the floor of the shower. The weight of the consumer is (B)(6) and the height is (B)(6). Any additional loading on the device is unknown. The consumers' stability is unknown. The consumers' medications are unknown. The time of day or night of the incident is unknown. The showers environmental conditions and setup are unknown. (B)(4) 2011 - the manufacturer of this device was originally listed as (B)(4). Correction: the manufacturer is unknown.

Manufacturer narrative:
No serious injury alleged. Alleged malfunction. Allegedly, the consumer was sitting on the shower chair when the leg broke, causing the consumer to sink to the floor of the shower. The weight of the consumer is (B)(6) lbs and the height is (B)(6) inches. Any additional loading on the device is unknown. The consumer's stability is unknown. The consumer's medications are unknown. The time of day or night of the incident is unknown. The showers environmental conditions and setup are unknown.

Manufacturer narrative:
(B)(4) the manufacturer was listed as unknown. Correction: the manufacturer is (B)(4). Product was approximately 2 years old at time of complaint. This is a distributed product. Consumer alleges the leg broke and he had to crawl out of the shower. Device was returned on (B)(4), inspection results below: visual inspection: crease in both side handles, lower leg section was broken near cent mounting hole, two of five rivnuts were pulled outward and deformed the plastic seat, left rear rivnut was pulled completely out of the plastic seat, legs adjusted to the lowest setting but were not locked, legs had marks indicating extension were adjusted to number three height hole, leg sections had soap residue. There were no discrepancies noted for the functional testing. Inspection did not determine root cause. No serious injury alleged. Alleged malfunction. Allegedly, the consumer was sitting on the shower chair when the leg broke causing the consumer to sink to the floor of the shower. The weight of the consumer is (B)(6). Any additional loading on the device is unknown. The consumers' stability is unknown. The consumers' medications are unknown. The time of day or night of the incident is unknown. The showers environmental conditions and setup are unknown.

Event description:
The consumer was sitting on the bench when the leg allegedly broke, causing the consumer to sink to the floor of the shower. No injury is alleged.

Event description:
The consumer was sitting on the bench when the leg allegedly broke, causing the consumer to sink to the floor of the shower. No injury is alleged.